Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 12. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues arose again.